Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead began exhibiting noise with oversensing following a patient fall. On the date of the patient's fall, a stored signal artifact monitoring (sam) episode revealed a minute ventilation sensor artifact and high out-of-range pace impedances greater than 3,000 ohms. Lead conductor fracture was suspected. It was also noted that this may be related to the spring contact on the device. The right atrial (ra) lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.